Manufacturer narrative:
It was later confirmed by the customer that they had sent their device to a third party service company for repair. The customer advised that their device was repaired and returned to them. The device has since been placed back into service for use. The customer was unable to state what repairs or testing were performed on the device prior to its return. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock.  The defibrillator output energy could potentially be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.